Manufacturer narrative:
E.1.: facility name full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had darkened image, due to bundle damage. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had darkened image due to bundle damage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found, device not returned should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.